Manufacturer narrative:
Gbo complaint: (B)(4). Received 1pc for evaluation (included wrapper if for batch g150633p). No unused samples were received. No samples of other claimed batches were received. A review of production documentation indicate no deviations were detected. No abnormalities were detected during in process control. Samples (of g150238h) from inventory were detected visually and functionally; no deviations were detected. Therefore the complaint cannot be confirmed for this batch. As no samples were available for the other claimed batches, the complaint can not be determined for those batches.

Event description:
Customer states they are encountering issues with the needle dislodging from the holder and remaining in the arm of the patient during blood collection. This issue has occurred at least ten times in the past week. The needle typically dislodges after the 3rd tube is pushed onto the holder. No patient injuries or employee needle stick/exposure have occurred as a result.